Event description:
The patient was being prepared for a posterior fossa craniectomy. The mayfield skull clamp was applied and set to 80 lbs. While positioning the head, the scrub nurse noticed that a pin had slipped, causing a one cm laceration near the left ear. The laceration was sutured and another clamp was substituted. Upon removal of the first clamp, inner pieces of the torque screw fell out of the assembly. Clinical engineering examined the skull clamp and found that the retaining screw and washer were missing from the torque screw assembly. There was also evidence that the clamp may have been autoclaved. Despite the missing parts, the device worked correctly and force settings were within specificationdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: mechanical problem, incorrect technique/procedure, unanticipated short term complication of procedure. Conclusion: device failure occurred but not related to event, user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, user education provided, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.